Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application froze during an implant procedure while programming the implantable pulse generator (ipg). It was noted that there was no touch response and the sand glass icon appeared. The application had to be shutdown and re-started. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.